Event description:
Post stent and percutaneous angioplasty, a right groin closing device, angio-seal, was placed. Right foot pulses changed and became absent by doppler. Patient was redraped and angio of right groin done and the angioseal was occluding the right femoral artery. During the surgical procedure to repair, it appeared that the angio-seal was malpositioned causing a stenosis.